Event description:
It was reported to the manufacturer, by the end user, per the end user, that in an attempt to lift bed, customer feels the pump got stuck and both front wheels fell off. No injuries. Wheels were put back on and used for quite awhile after incident. Bed is now quarantined pending investigation at agiliti. Complaint # (B)(4) was entered into our system.